Event description:
My face was damaged during an ipl/photofacial treatment with the palomar laser at (B)(6). I immediately had burns, welts, extreme redness, swelling and pain following the treatment on (B)(6) 2010. When the swelling subsided I was left with superficial nerve damage, one inch scars across my cheeks, scarring around my mouth, sides of nose, indentation scars, skin texture change, several pin prick holes, broken capillaries, increased permanent redness. The changes continued to occur with scarring and texture for over a year after treatment due to the healing process.